Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a worn valve seal. He replaced the valve guide tube to repair the bed.